Manufacturer narrative:
The device history record review, histological analysis will be performed. No definitive results at this time. No conclusion can be drawn at this time as the device was not yet returned to the MFR.

Event description:
The MFR was notified on (B)(6) 2014 that the pt experienced aortic insufficiency that required removal of existing mitroflow aortic valve (lxa21). It was also noted that there were torn leaflets off of the struts of the prosthesis. The pt subsequently died but the cause of death was reported as in ischemic bowl, colitis with adhesions due to intra-abdominal problems. The valve serial number was not provided.